Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 21-year-old male of unknown race with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that the impella purge filter on the side arm was cracked. The impella was replaced. No patient harm was reported.

Manufacturer narrative:
The investigation into the access site bleeding ¿ minor and the purge leak ¿ pump issues has been completed. The device was not returned for investigation. Per the provided clinical details, the root cause of the purge leak was most likely sidearm filter damage due to excessive force. However, the root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information was provided.